Event description:
Alleged event: during a laparoscopic cholecystectomy the clip loading was not working; there was no clicking sound. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #01l1300436 investigation did not show issues related to this complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.